Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetual rebooting. Functional testing ad receiver download was unabl to be performed due to perpetual rebooting. The receiver log was reviewed and no errors were observed. Opened receiver case, detached ui pcba and downloaded: the share log review does not contain any issues related to customer complaint. The reported event of a frozen display screen was undetermided. A root cause could not be determined.